Manufacturer narrative:
Corrections: update g4 to n/a as this submission was for a same/ similar product. Investigation into this complaint is as follows: customer data review: the complaint ticket reported weak false positive results while using alinity m resp-4-plex amp kit (list: 09n79-090), lot: 409383. Customer data review confirms this observation. Quality data review: CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list: 09n79-090), lot: 409383 and its components. The CAPA review identified one nonconformance documenting the same issue of producing an elevated rate of reactive negative controls (negative control is reactive) and discrepant results for the respiratory syncytial virus (rsv) and flu b analyte with the same lot as reported in this investigation. Complaint ticket was dispositioned as confirmed. Field action fa-am-apr2025-307 was issued on april 28, 2025 to inform customers that abbott has received reports of an increase in reactive negative controls and false positive results, with alinity m resp-4-plex amp kit, list number: 09n79-090, lot numbers: 409383, 410627, and 411921, and list: 09n79-096, lot number: 409384 on the alinity m system. Specifically, an increase in the amount of reactive negative controls and false positive results have been reported for the respiratory syncytial virus (rsv) and influenza b virus (flu b) and targets. Based on internal evaluation, false positive results and reactive negative controls manifest as a weak signal with a late cycle number for these targets. Internal evaluation has not shown impact to influenza a virus (flu a) and sars targets. There is a potential for delayed results and false positive results for rsv and flu b when using these lots. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. For incorrect rsv and flub results on the alinity m resp-4-plex assay, associated severity is moderate. The following mdrs were also reported as related to fa-am-apr2025-307: 3005248192-2025-00064, follow up report 1, 3005248192-2025-00075, follow up report 1, 3005248192-2025-00143, 3005248192-2025-00144, 3005248192-2025-00145, 3005248192-2025-00146, 3005248192-2025-00147, 3005248192-2025-00148, 3005248192-2025-00149, 3005248192-2025-00150, 3005248192-2025-00151, 3005248192-2025-00152, 3005248192-2025-00153, 3005248192-2025-00010, follow up report 1, 3005248192-2025-00046, follow up report 1, 3005248192-2025-00032, follow up report 1, 3005248192-2025-00081, follow up report 1, 3005248192-2025-00082, follow up report 1, 3005248192-2025-00083, follow up report 1, 3005248192-2025-00084, follow up report 1, 3005248192-2025-00085, follow up report 1, 3005248192-2025-00094, follow up report 1, 3005248192-2025-00095, follow up report 1, 3005248192-2025-00096, follow up report 1, 3005248192-2025-00097, follow up report 1, 3005248192-2025-00098, follow up report 1, 3005248192-2025-00048, follow up report 1, 3005248192-2025-00049, follow up report 1, 3005248192-2025-00050, follow up report 1, 3005248192-2025-00051, follow up report 1, 3005248192-2025-00052, follow report 1, 3005248192-2025-00053, follow report 1, 3005248192-2025-00016, follow up report 1, 3005248192-2025-00017, follow up report 1, 3005248192-2025-00018, follow up report 1, 3005248192-2025-00019, follow up report 1, 3005248192-2025-00020, follow up report 1, 3005248192-2025-00021, follow up report 1, 3005248192-2025-00022, follow up report 1, 3005248192-2025-00023, follow up report 1, 3005248192-2025-00024, follow up report 1, 3005248192-2025-00025, follow up report 1, 3005248192-2025-00026, follow up report 1, 3005248192-2025-00027, follow up report 1, 3005248192-2025-00028, follow up report 1, 3005248192-2025-00042, follow up report 1, 3005248192-2025-00078, follow up report 1 , 3005248192-2025-00079, follow up report 1 , 3005248192-2025-00080, follow up report 1 , 3005248192-2025-00139, follow up report 1, 3005248192-2025-00140, follow up report 1, 3005248192-2025-00141, follow up report 1, 3005248192-2025-00142, follow up report 1, 3005248192-2025-00110, follow up report 1, 3005248192-2025-00111, follow up 01, 3005248192-2025-00112, follow up report 1, 3005248192-2025-00117, follow up report 1, 3005248192-2025-00118, follow up report 1, 3005248192-2025-00119, follow up report 1, 3005248192-2025-00204, 3005248192-2025-00205, 3005248192-2025-00130, follow up report 1, 3005248192-2025-00171, follow up 01, 3005248192-2025-00172, follow up 01, 3005248192-2025-00173, follow up 01, 3005248192-2025-00174, follow up 01, 3005248192-2025-00175, follow up 01, 3005248192-2025-00176, follow up 01, 3005248192-2025-00177, follow up 01, 3005248192-2025-00178, follow up 01, 3005248192-2025-00179, follow up 01.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2025-00177, occurrence date 03-mar-25, 3005248192-2025-00178, occurrence date 05-mar-25, 3005248192-2025-00179, occurrence date 15-mar-25, occurrence date (B)(6) 2025, 3005248192-2025-00181, occurrence date 22-mar-25.

Event description:
The customer reported false positive result on the alinity m resp-4-plex amp kit for the rsv and flu b targets. There's no general indication of contamination, nor any indication that the instrument itself is not performing as per specifications. The customer initially reported false positive result on the alinity m resp-4-plex amp kit for the rsv and flu b targets. Customer later clarified that there has been no specific allegation of rsv sample impact as the customer has held them back manually. Customer reported the following potential false positive results for the flu b target: sampled (sid): date: target response result: (B)(6), on (B)(6) 2025, 39.23 flu b positive, (B)(6), on (B)(6)2025, 38.09 flu b positive, (B)(6), on (B)(6)2025, 37.78 flu b positive, (B)(6), on (B)(6)2025, 36.79 flu b positive , (B)(6), on (B)(6) 2025, 36.03 flu b positive. There was no report of impact to patient management.